Event description:
The customer reported communication failure on boot and during fluoro. The field engineer noted that the customer could reboot to restore system functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board and the backplane were replaced to be working as intended and put back into service.